Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 114 mg/dl. The customer stated that she had trouble with the act button with the fill cannula process only, but the button worked with everything else. She also had trouble with the reservoir and infusion set. The customer reported that the insulin pump also alarmed no delivery and motor error during basal. There was an incident when the customer had gone through a period after the motor error where her blood glucose levels would go as high as 500 mg/dl and then down to 400 mg/dl. She treated with manual injections. No significant events leading to the alarm were observed. The customer was unable to rewind the device. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected low reservoir alarm, excessive "no delivery" alarm or motor error alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was locked properly. The unit had cracked display window corner.